Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula (pcs) instrument was not reticulating and articulating properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis, and the complaint was confirmed. The instrument was analyzed and during visual inspection, it was found to have a derailed yaw cable from its normal position with a dislodged crimp likely causing issue reported by the customer. The yaw cable was not broken. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed yaw cable. The probable root cause is attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.